Manufacturer narrative:
Health effect impact code: f2201. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "contracture (baker grade unknown), pain, twinge, hard breast and got afraid." Patient also reported non device related events of left side "breast cancer, 2 nodules, and left arm tingling" which required treatment of radiotherapy, biopsy, and chemotherapy. The patient underwent revision / augmentation and the device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported left side baker grade iii-IV. Diagnostic testing showed "radial folds", "sparse cysts", "sparse calcifications", and an "oval nodule adjacent at capsule of left implant, junction of lateral quadrant 3-4 h may correspond to granuloma". A quadrantectomy was performed with "mammary reconstruction with cutaneous regional flaps".